Manufacturer narrative:
Cmp (B)(4).. Initial report unique identifier (UDI) number: (B)(4). Report source, foreign - event occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Associated product medical product: oxf ph3 cementless fem sz xsm, catalog: 154912, lot :3431072, medical product: oxf anat brg rt x-sm 4mmpma, catalog: 160791, lot 6144589. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6) 2020. Subsequently, a revision procedure due to fracture of the tibia bone was performed on (B)(6) 2020 .

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The product has not been received for investigation. An email communication provided on etq, reports that the surgeon who performed the revision surgery has advised that it was not a failure from prosthesis but surgical technique error. One anteroposterior radiograph was provided with (B)(4), taken on an unknown date before revision. Immediate post-primary surgery radiographs are required to assess the initial fit, size and positioning of components. On the provided radiograph, a tibial fracture is visible below the tibial tray, medial to the keel, and the tibial tray appears subsided. Hhed2016-05 was raised to address the issue with postoperative tibial fractures involving oxford cementless tibial trays, based on a trend seen during the trend analysis process. A result, a field safety notice (fsn) to follow surgical technique to prevent tibia fracture was delivered to all customers who have performed or are currently performing cementless oxford partial knee unicompartmental knee replacement surgeries. St michaels hospital was one of the hospitals which received the fsn. Following receipt of the fsn, they responded with a signed acknowledgement form. The manufacturing history records (mhrs) of the revised components have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. The surgeon has confirmed that the adverse event occurred due to user error as a result of not following the correct surgical technique. Risk assessment: within the risk file the lines related to a specific hazard are anticipated user error but as we do not know the specific user error, we cannot select a line. However, the harm of bone fracture is documented as a potential outcome of a number of hazards within the risk table. The associated severity score is 3 per the severity table and defined as moderate - prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Since the complaint reports revision surgery, the outcome is considered to be within the severity associated with the harm of bone fracture. If further information about the surgical technique error is provided, risk assessment should be reconducted. Hhed2016-005 was raised to address the issue with postoperative tibial fractures involving oxford cementless tibial trays, based on a trend seen during the trend analysis process. The hhed has been processed independently of individual complaints. As a result of this hhed no new risks have been identified.

Event description:
This complaint reports the tibial bone fracture (B)(6) 2020, which caused the patient to be revised on the (B)(6) 2020. The surgeon has advised that it was not a failure from prosthesis but surgical technique error.